Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was nauseous while the cgm was displaying low. A bg was checked and it was 686 mg/dl. She called her doctor and was advised to go to the hospital. When she arrived at the hospital at 2:00pm, a doctor prescribed two, 13g stick pack of liquid IV (sugar free) hydration multiplier. The patient was discharged from the hospital at 6:00pm the same day. At the time of the event, the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.